Event description:
Related manufacturer reference number: 2017865-2021-39563. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited noise and the right atrial lead exhibited oversensing of noise. The noise on the right atrial lead was reproducible via myopotentials. Programming changes were made. The patient was stable.